Event description:
Upon opening and removing the xience xpedition sv packing, the scrub tech noticed that the catheter was out of the protective hoop and was bent. At the request of the physician, the tech handed off the catheter. The md tried to straighten the catheter at which point the catheter broke. It is noted that at no point did the catheter come in contact with the patient.what was the original intended procedure?ptca and stenting of proximal and mid and mid distal rca.device #1is this a laboratory device or laboratory test?no.